Event description:
The facility representative reported to largo customer service a pump that fails to alarm. This event occurred before use. No pt injury or medical intervention was reported. No additional info is available.

Manufacturer narrative:
The device has not yet been rec'd by baxter for evaluation. A follow-up report will be submitted upon completion of the evaluation, or if any additional details become available.